Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty hearing the alert and feeling the vibrations when a low or high alert sounds. The certified diabetes specialist confirmed that the pump vibrates and sounds. The customer stated would remove the pump from the case to acknowledge the alerts. Although requested no further information was provided. The customer's blood glucose level was 70 mg/dl.